Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the infusion did not come out of the infusion line during a vitrectomy procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were observed. The balls in the drip chamber's check valves moved freely per specification. A console, representing current software versions was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console, indicating the proper communication between the probe and the console. No irregularity with infusion/irrigation flow was observed. The cleaning process was able to be performed, after functional test was completed. The root cause of the customer's complaint could not be determined, as the customer's experience could not be replicated. Action will not be taken for this occurrence. After investigation of this complaint and analysis of complaints of this nature confirm, no unfavorable trend for this event. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).